Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No part replacement was needed as the reported issue was unable to be replicated by medtronic personnel. There were no further issue reported.

Manufacturer narrative:
No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 5 millimeter inaccuracy. The surgeon was using ent 2.3 software and using a non-invasive patient tracker. The surgeon used the tracer for patient registration; tracing the front of the face, then turned the head sideways to make an incision. When doing this, the surgeon draped the patient tracker and the rest of the patient face. At this point, the surgeon deemed being 2 millimeters inaccurate. While navigating, when the surgeon used the straight suction, the software screen went blue. The medtronic ent representative present recommended that the surgeon re-boot the software. After a re-boot, the blue screen issue went away, however, the surgeon now felt 5 millimeters inaccurate. The surgeon opted to complete the procedure without the use of the navigation system. Patient was unaffected by this issue.